Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the probable root cause would be but not limited to; patient factor (e.g., rigid dense bone quality), or user related (e.g., instrument was weakened / damaged while insertion, incorrect positioning or miss-drilling) etc. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The customer reported that as he was using a k-wire during the case, he noticed shards of metal - 'swarf' on the drapes. No metal was seen in the patient. The routine post op x-ray showed no evidence of shards in the patient. It happened during entry point of a tibial nail. Was a supra-patella approach to the nail. The procedure was completed using the same wire.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that as he was using a k-wire during the case, he noticed shards of metal - 'swarf' on the drapes. No metal was seen in the patient. The routine post op x-ray showed no evidence of shards in the patient. It happened during entry point of a tibial nail. Was a supra-patella approach to the nail. The procedure was completed using the same wire.